Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case in an aortic insufficiency patient, the first 29mm sapien 3 valve migrated ventricular. The valve was originally 90:10 (aortic/ventricular) then migrated 10:90 (aortic/ventricular). A second 29mm sapien 3 valve was place more aortic but the native leaflets were still functioning above the valve, the 1st valve was too ventricular to be able to catch and hold open the native leaflets. A third 29mm sapien 3 valve was placed to full open the leaflets in the annulus. The final inflation was with +10ml volume and the balloon tore radially during inflation and could not be removed via the esheath. The patient was taken to vascular surgery for removal as the delivery system was getting caught in the iliac and at the distal end of the sheath. The devices could not be recovered for return.

Manufacturer narrative:
H.6 investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During valve position, use fluoroscopy to visualize the thv during positioning. Obtain a good angiographic view for coaxial placement. Position thv coaxially within the native annulus using distal flex. Obtain the previously determined coplanar fluoroscopic view. Position the bottom of the center marker at the base of the cusps using fine positioning. Assess the thv post-deployment using fluoroscopy. Withdraw the delivery system from the thv before assessing. Perform an aortogram with wire still in the lv to assess thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. Rao projection provides the best view of the lv (no overlap with aorta). Typically, final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center marker is within the optimal initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when initially positioning the thv. Waiting some time may help in assessing final pvl. Assess the thv post-deployment using tee in multiple planes. Long axis (check for severity of ar and thv position relative to coronary arteries). Short axis (check central vs. Paravalvular regurgitation). Additionally, evaluate for coronary occlusion, malposition and ar, integrity of ascending aorta, mitral valve function, ventricular wall motion abnormalities, and pericardial effusion. Assess the thv post-deployment using echo in multiple planes. Deep gastric view is best for assessing thv gradients. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaints for valve malposition was confirmed based on medical reported provided. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator as reported, ''during a tf tavr case in an ai patient, valve #1 (8885173) migrated ventricular. The valve was originally 90:10 (aortic/ventricular) then migrated 10:90 (aortic/ventricular). Valve #2 (8825586) was place more aortic, but the native leaflets were still functioning above the valve,''. Per training manual, ''final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial valve positioning where the center marker is within the optimal initial center marker zone''. As such, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-03891 and 2015691-2022-03893. Investigation is ongoing.

Manufacturer narrative:
Additional information received and added to b.5. Corrected b.7 based on the additional information received. Investigation is ongoing.

Event description:
Medical records were received and reviewed. At the time of the tavr the patient presented with severe aortic insufficiency in the setting of aortic annular ectasia and dilated ascending aorta, moderate mitral valve insufficiency, and valvular cardiomyopathy with severe left ventricular dilatation with ef of 47%, and pre procedure high probability of pulmonary hypertension. CT findings reported early fibrosing interstitial pneumonitis. The patient underwent a right common femoral artery transfemoral tavr 29mm sapien 3 valve placement in the aortic position. The procedure was complicated by peri leak around the 29mm sapien 3 valve and potential migration towards the left ventricle. A second 29 mm sapien 3 valve was deployed at a higher location, however the native aortic valve cusps appeared to overhang the upper edge of the valve, a third 29mm sapien 3 was implanted with an additional 10cc with excellent results. The balloon ruptured during this valve deployment and could not be safely withdrawn through the right femoral artery. The patient was transferred to the or for surgical removal. A right femoral and external iliac endarterectomy with patch repair, right external iliac stenting and left femoral repair were done. Post-deployment mean gradient was 10mmhg with no aortic valve prosthetic regurgitation and trivial inter-prosthetic regurgitation.